Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the carrier and graft won't feed through the mesher. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 3:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Skin graft mesher, serial number (B)(4), was manufactured on august 5, 2014, is over 2 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the pre-test calibration could not be measured due to the damaged comb. There was visible damage to the roller, gears, and side plates. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the carrier and graft won't feed through the mesher¿ was non-verifiable since during initial inspection it was revealed that 2017 revealed that the pre-test calibration could not be measured due to the damaged comb. However, there was visual damage to the roller, gears, and side plates. The reported event was non-verifiable since during initial inspection it was revealed that 2017 revealed that the pre-test calibration could not be measured due to the damaged comb. However, there was visual damage to the roller, gears, and side plates. The root cause that the carrier and graft won't feed through the mesher and the comb was damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the carrier and graft wouldn't feed through the mesher during surgery. No adverse events were reported as a result of this malfunction. Investigation revealed that the comb was damaged.